Manufacturer narrative:
Bd phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: g5. PMA / 510(k)#: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, a patient sample of e. Coli was misidentified as citrobacter braakii. There was no report of patient impact.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, a patient sample of e. Coli was misidentified as citrobacter braakii. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of escherichia coli as citrobacter brakii when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3241425. The customer did not return isolates or panels but provided phoenix generated lab reports and binary files for the investigation. The customer provided phoenix lab reports show a patient isolate identified as e. Coli and c. Brakii on the complaint batch. To investigate, two retention panels from complaint batch 3241425 were tested using in house isolate e. Coli enf 9924 on a phoenix m50 machine and evaluated for identification results. In addition, two control panels from the same material but different batch were tested using in house isolate e. Coli enf 9924 on a phoenix m50 machine and evaluated for identification results. The four panels tested identified the isolate as e. Coli, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. A corrective and preventive action (CAPA) has been initiated for this issue. The technical team has identified a potential enhancement that would bolster the instrument¿s ability to interpret the behavior of e. Coli¿s interaction with the substrates on the panel. Bd anticipates a software release in summer 2024 to address the performance on e. Coli ids. Bd will communicate any further updates as they become available. Please continue to communicate any additional concerns. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.